Event description:
Device has been explanted.

Event description:
Patient representative reported rupture due to a "high impact motor vehicle crash," this event is not related to the device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: one opening striated, stress marks and wear abrasion. Based on the device analysis, the final assessment is one opening striated assessed as surgical damage. Additional, changed, and/or corrected data: b.5., b.6., g.1., g.3., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade iii. Device remains implanted.